Event description:
Dry mouth [dryness oral]. Device difficult to use [device difficult to remove]. Case description: this case was reported by a other health professional via call center representative and described the occurrence of unknown cause of death in a patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer, dementia and living in residential institution. On an unknown date, the patient started new poligrip sg. On an unknown date, an unknown time after starting new poligrip sg, the patient experienced unknown cause of death (serious criteria death and gsk medically significant), dryness oral and device difficult to remove. On an unknown date, the outcome of the unknown cause of death was fatal and the outcome of the dryness oral and device difficult to remove were unknown. It was unknown if the reporter considered the unknown cause of death, dryness oral and device difficult to remove to be related to new poligrip sg. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, new poligrip sg had been sold at a shop in the reporting residential institution. New poligrip sg was difficult to remove due to oral dryness (seriousness: non-serious). Two or three male and female patients of the reporting residential institution were using new poligrip sg, and the cream remained in the mouth after using it. Although the patients tried to remove the cream as described in the instruction, it was difficult to remove if the dryness was terrible. The patients using new poligrip sg had dementia. The reporter tried to remove the cream with gauze, but the patients hated it. On an unknown date, the outcome of new poligrip sg was difficult to remove due to oral dryness was unknown. The patient had already passed away. This report is being resubmitted to capture corrections. The information was received on 11-dec-2020. Death was deleted. No further information will be provided due to the refusal of the reporting other health professional. Downgrade report.

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
Argus case: (B)(4).

Event description:
Dry mouth [dryness oral]. Death [unknown cause of death]. Device difficult to use [device difficult to remove]. Case description: this case was reported by a other health professional via call center representative and described the occurrence of unknown cause of death in a patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer, dementia and living in residential institution. On an unknown date, the patient started new poligrip sg. On an unknown date, an unknown time after starting new poligrip sg, the patient experienced unknown cause of death (serious criteria death and gsk medically significant), dryness oral and device difficult to remove. On an unknown date, the outcome of the unknown cause of death was fatal and the outcome of the dryness oral and device difficult to remove were unknown. It was unknown if the reporter considered the unknown cause of death, dryness oral and device difficult to remove to be related to new poligrip sg. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, new poligrip sg had been sold at a shop in the reporting residential institution. New poligrip sg was difficult to remove due to oral dryness (seriousness: non-serious). Two or three male and female patients of the reporting residential institution were using new poligrip sg, and the cream remained in the mouth after using it. Although the patients tried to remove the cream as described in the instruction, it was difficult to remove if the dryness was terrible. The patients using new poligrip sg had dementia. The reporter tried to remove the cream with gauze, but the patients hated it. On an unknown date, the outcome of new poligrip sg was difficult to remove due to oral dryness was unknown. The patient had already passed away. No further information will be provided due to the refusal of the reporting other health professional.